Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a constant tone on the insulin pump. The customer also reported that the display was frozen. The customer's blood glucose was 113 mg/dl at the time of incident. The customer stated that they battery change did not resolved the issues. The customer stated that the time did not advance. The customer was advised to put the insulin pump to rest. The insulin pump will not be returned for analysis.